Event description:
Patient reported via sus voluntary event report (mw5088619) "I received textured allergan implants...I realized I have a hard casing around one of my breasts. This is causing the breast to be hard, painful, and enlarged. I have not had any lab tests yet as l've only recently known that this could be a bigger issue. I will update after test results." Later, healthcare professional reported rupture confirmed with MRI and implant removal from textured to smooth due to the concerns of the product. This record is for the left side. Device remains implanted.

Manufacturer narrative:
In response to FDA report number: mw5088619. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, b6, d6a, d6b, e4, g2, h6.

Event description:
Patient reported via sus voluntary event report (mw5088619) "I received textured allergan implants...I realized I have a hard casing around one of my breasts. This is causing the breast to be hard, painful, and enlarged. I have not had any lab tests yet as I've only recently known that this could be a bigger issue. I will update after test results." Healthcare professional later reported rupture confirmed with MRI and implant removal from textured to smooth due to the concerns of the product. This record is for the left side. Device has been explanted and not replaced.